Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant dft testing, two t-shocks were administered. The rep reported that the programmer pen was in the holster, and the device was in a wireless session, when the second shock was delivered. Initially, they assumed that the pt had gone into a spontaneous vf, but review of the dft strips revealed that another t shock induction had occurred. The device remains in use and no patient complications have been reported as a result of this event.